Manufacturer narrative:
A media review of the index procedure was performed. The reported event of arrythmia cannot be confirmed by the available angiographic procedural media. The lotus edge valve was successfully deployed. No issues were noted with the positioning of the guidewire throughout the series.

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. The subject was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the instructions for use. The same day of index procedure, ECG revealed sinus bradycardia with left bundle branch block and first-degree av block. The day after the index procedure, repeat ECG revealed normal sinus rhythm with left bundle branch block. Electrophysiology consultation was done, and a permanent pacemaker implantation was recommended. Two days post index procedure, a dual chamber permanent pacemaker was implanted successfully. Three days post index procedure, the subject was discharged with aspirin and clopidogrel. At the time of reporting, the event was considered not resolved.